Event description:
It was reported the pt is no longer receiving stimulation. She has not charged her ipg for 6 months. The pt normally used her magnet to turn the scs system on and off and suddenly she was unable to activate the stimulation. Multiple programmers and chargers were tried and failed to resolve the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.